Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure are not possible due to frontal ippc image disk error. Review of the system log file showed that a image disk error (write error) in frontal ippc. The fse replaced frontal ippc, lateral ippc, hard disk and installed the software. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the device was unable to perform fluoroscopy. There was no harm reported. A philips field service engineer (fse) visited the site and confirmed the frontal image processing computer (ippc) had failed due to an incompatibility with the lateral ippc. Philips has started an investigation of this complaint.